Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was approximately between 300-350(mg/dl). Reportedly, the pump and transmitter regained connection.